Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference numbers: (B)(4). During the implant procedure, difficulty was experienced while accessing the coronary sinus due to difficult patient anatomy. After the devices were removed from the coronary sinus, a pericardial effusion was identified. The case was abandoned and the patient was stable. Further information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2182269-2017-00007, 2182269-2017-00008, and 2030404-2017-00002. During the implant procedure, difficulty was experienced while accessing the coronary sinus due to difficult patient anatomy. Access was attempted with multiple devices; after the devices were removed from the coronary sinus, a pericardial effusion revealed. A pericardiocentesis was performed to stabilize the patient and the patient was transferred to ICU for observation. The physician indicated there were no performance issues with the abbott devices.

Event description:
Related manufacturer reference numbers: 2182269-2017-00007, 2182269-2017-00008, and 2030404-2017-00002. During the implant procedure, difficulty was experienced while accessing the coronary sinus due to difficult patient anatomy. After the devices were removed from the coronary sinus, a pericardial effusion was identified. The case was abandoned and the patient was stable. Further information has been requested but not yet received.